Event description:
During the implantation procedure, the implanted lead connector pin could not be inserted properly inside the pacemaker port; in addition, a high lead impedance was measured (> 3000 ohm). Therefore, the physician decided to take another rhapsody s unit - (B)(4) (refer to MDR# 9610579-2010-00227). However, he had the same difficulties with the new rhapsody and implanted finally a pacemaker from another brand.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony / rhapsody pacemaker models approved (B)(4). Conclusion: the pacemaker operation was correct and within specifications when returned: electrical characteristics are within specifications. The reported event could be reproduced during analysis only when the setscrew was tightened. The device is retained in the returned product storage area.